Event description:
Complainant alleged that during biomed testing, the device would not power up, and the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the defective transistor on the pace/defib engine board and a blown fuse on the ac charger board. The pace/defib engine board and ac charger boards will be replaced to resolve the report. The pace/defib engine board was scrapped after testing. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.